Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address femoral stem fracture in-vivo. No further information is available at this time.

Manufacturer narrative:
The returned femoral head was evaluated and confirmed the reported corrosion. Visual inspection identified debris at the stem - taper interface. Sem analysis was performed on the debris and the quantitative eds of the taper's surface identified biological material containing some or all of c, o, and p. Cocrmo substrate material showing elevated levels of cr, mo, and o, possible evidence of corrosion products, and titanium, possibly transferred from the stem taper were also noted. No other issues were observed. A definitive root cause cannot be determined for the corrosion identified at the stem-taper junction. The new findings do not change the conclusions of the previous investigation findings regarding the device fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.

Manufacturer narrative:
A versys beaded stem (lot 60917809) was returned for evaluation and confirms the reporting. The femoral head was still assembled to the stem upon receipt. As returned, the stem is fractured approximately at mid shaft. Bio debris is seen on the distal section. Damage is too severe for dimensional analysis. The device was sent to fracture analysis and the analysis identified the fracture surface artifacts suggest a possible multiple initiation site fatigue fracture. The material composition of the device was conforming to print specifications. The distal end of the stem shows good bone ingrowth and proximal portion does not have an ingrowth suggesting lack of proximal support. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. The bone ingrowth is observed only on the distal part of the stem and not on the proximal portion. Hence, root cause can be attributed to fatigue fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been made available at the time of this reporting.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address femoral stem fracture in-vivo. Upon analysis, corrosion was noted at the femoral stem/femoral head interface. No further information is available at this time.